Manufacturer narrative:
(B)(4). Device is currently unavailable.

Event description:
Per the clinic, the patient developed an infection at the implant site. On (B)(6) 2013, the patient was prescribed oral antibiotics (duration not reported). On (B)(6) 2014 the patient underwent a procedure to have the fixture explanted and tissue flap reconstruction. The device has not been made available for analysis as of the date of this report, (B)(6) 2014.